Manufacturer narrative:
This supplemental medwatch report is being submmitted as part of a request from FDA regarding supplemental reports that did not have initial reports on file. The initial report for 1950204-2014-00405 was intended to be 1950204-2017-00405, but was number incorrectly. A corrected initial report has been submitted under 1950204-2017-00405.

Event description:
A customer in (B)(6) notified biomérieux of a (B)(6) result for cefoxitin on a (B)(6) strain with a vitek®2 ast-p648 test kit (lot 7480236203). The customer reported that during a screening for (B)(6), from two (2) different os (B)(6) patient samples (nasal and perianal / perineum sample), that are described as (B)(6) and (B)(6), had (B)(6) results for (B)(6) . The customer repeated the tests with other methods ( (B)(6) tests, pbp2 tests and chromogenic method) and obtained (B)(6) as expected. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.